Manufacturer narrative:
The indigo module is intended to provide assistance for medical bed during patient transfer. To activate indigo, the brake pedal needs to be put in the most upright position. To initiate the transfer, the bed needs to be pushed or pulled gently. The product instruction for use (#416260) contains all crucial information and warnings which should be followed to ensure patient safety: ¿when operating indigo, maintain contact with the bed at all times¿; to avoid injury, activate the brake on the bed and call maintenance if unanticipated motion occurs¿; ¿to minimize the risk of serious injury, carefully read and follow all safety information and operating instructions before operating indigo. Ensure all physician orders and facility protocols are followed.¿; after interview with the facility staff and device evaluation performed by arjo service engineer, it was clarified that the bed did not activate and move by itself as was initially reported. The transfer started when the brake was deactivated and the bed was pushed. This was in accordance with the indigo operating rules. The bed was accelerating which was a consequence of the defective pcb, however the movement was stopped, when the bed was pulled back. The emergency switch that can be activated in undesirable situations to stop any electrical bed movement worked properly. After pcb replacement, the proper bed functionality was confirmed during testing. To conclude, the complaint was initially reported due to an indication of the unintended activation of the indigo module which resulted in unexpected forward movement. Follow-up information confirmed that the indigo did not activate by itself. The review of post-market surveillance data revealed that there have been no reports of any injury being a result of this type of failure. Therefore it appears not likely that this failure results in an adverse outcome upon recurrence. Based on the above findings and negligible likelihood of the occurrence of adverse event, this type of complaint is no longer perceived as reportable.

Event description:
Arjo was informed by the end-user about two cases of the enterprise 9000x beds failures (medwatch report numbers 3007420694-2021-00005; 3007420694-2021-00006). Following information reported, after completion of the enterprise 9000x bed transfer with an activated indigo module (intuitive drive assistance) the bed has started up again by itself and went forward accelerating. There was no patient involved at that time. No injury was reported. The bed was quarantined and the arjo service was called.

Manufacturer narrative:
The process of gathering information is ongoing. More details will be provided upon conclusions of the investigation.

Event description:
Following initial information reported by the end user, the enterprise 9000x with indigo module (intuitive drive assistance) moved rapidly by itself. There was no patient involved. No injury was reported.

Manufacturer narrative:
The evaluation of the bed performed by arjo technician confirmed the reported problem. It was observed that the pcb caused the issue. This component was replaced and the bed proper functionality was confirmed during testing. The manufacturer analysis is still ongoing. The results and conclusions will be provided in the final report.